Manufacturer narrative:
Review of the disk analysis showed that this device had no errors and no system resets. It was confirmed that the device would not change lead configuration spontaneously without programming. A review of the electrocardiograms did not reveal loss of capture or asystole for > 2 seconds. At this time the device remains implanted. Should additional information become available this event will be updated.

Event description:
Boston scientific received information this patient implanted with this cardiac resynchronization therapy pacemaker (crt-p) did not feel well since the upgrade of their device. It was noted at the time of the implant procedure of this device the programming was confirmed to be unipolar and all measurements appeared normal. At the latest follow up high impedances and an exit block on the right ventricular lead was noted. Further analysis and interrogation of this device revealed that programming was in a bipolar configuration with a unipolar lead. Upon changing the configuration to unipolar no further problems were noted and the device and competitor right ventricular lead remain implanted. No adverse patient effects were reported. The physician was curious if the configuration could have changed during a possible device reset.